Manufacturer narrative:
H.6. Investigation summary: customer returned four (4) loose 31g x 6mm, 0.3ml bd insulin syringes. Consumer reported needle hub separates when remove needle shield. All four returned syringes were examined, and it was observed that three syringes exhibited separated needle-hub/shield assemblies; no damage to the barrel tips was observed. The fourth syringe did not exhibit needle-hub separation, however, it was observed that the barrel was scratched, the plunger rod broken, and the plunger cap crushed. The causes for these issues likely occurred during the manufacturing process. A review of the device history record was completed for batch#: 7234841 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200706575] noted for raised hubs. There was one (1) notification [200706577] noted for high shield pull. There were twelve (12) notifications [200712765, 200706575, 200706595, 200706577, 200712899, 200706667, 200712369, 200712368, 200712367, 200712725, 200712724, 200712723] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle-hub separates, plunger cap damaged, barrel damaged, plunger rod broken). As per investigation completed by manufacturing, "on 27sep2019, holdrege received a complaint, via a picture. Visual inspection of the picture found (1) syringe with the thumb press to broken off the plunger. It cannot be determined from the picture if the thumb press was inside the cap. No damage was observed on the cap. (3) syringes with no needle assemblies attached to them. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringes. There did not appear to be any damage to the core pin. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that separation occurred during use with a syringe 0.3ml 31ga 6mm whole unit 10bag. The following information was provided by the initial reporter, "item: 324909, lot#: 7234841 (note hard to see this lot number on bag.) Needle hub separates when remove needle shield. Another box, same issue, needle hub separates when remove needle shield, same item number unknown lot number. This other box discarded samples and box. Unknown occd dates."

Event description:
It was reported that separation occurred during use with a syringe 0.3ml 31ga 6mm wholeunit 10bag. The following information was provided by the initial reporter, "item 324909 lot # 7234841 (note hard to see this lot number on bag.) Needle hub separates when remove needle shield another box - same issue, needle hub separates when remove needle shield, same item number unknown lot number. This other box discarded samples and box. Unknown occd dates."

Manufacturer narrative:
The changes are as follows: device codes: 1354, 2588, 2979.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7234841, medical device expiration date: n/a, device manufacture date: 2017-10-13. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a syringe 0.3ml 31ga 6mm wholeunit 10bag. The following information was provided by the initial reporter, "item 324909 lot # 7234841 (note hard to see this lot number on bag.) Needle hub separates when remove needle shield another box - same issue, needle hub separates when remove needle shield, same item number unknown lot number. This other box discarded samples and box. Unknown occd dates."